Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set with needleless y-site and stopcock had flow issues. This event occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: "when a flush is placed on the tubing, it is almost as if the tubing is not patent somewhere. 2 rns have ensured that the flush was engaged properly to the end of the tubing and that no clamps were in place that would inhibit flow each time a set of tubing failed. We have had 4 fails with this lot number so far."

Manufacturer narrative:
H6: investigation summary four samples (model #me2020) were received for investigation. It was reported that the tubing would not flow, and no clamps were in place that would inhibit flow each time a set of tubing failed. Fluid was attempted to be flushed through the line. Set 1 was able to be flushed a little, but was unable to pass through the last 1 to 2 inches of the tubing. There seemed to be an occlusion towards the end of the tubing. Set 2 was unable to be flushed at all, with the occlusion seeming to be at the beginning of the tubing. Set 3 was also unable to be flushed, with the occlusion seeming to be at the top of the tubing. The top connector cracked during the flush attempts. Set 4 was able to be flushed without issue. The customer complaint can be verified. A quality notification has been sent to the manufacturer, and the sample has been sent for further investigation. We will continue to track this issue and watch for any emerging trends. The manufacturer was able to confirm the failure. The root cause for this failure mode was found to be an excess of solvent, and that the occlusion test in the manufacturing process was not correctly carried out. A device history record review for model me2020 lot number 21089208 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxguard¿ extension set with needleless y-site and stopcock had flow issues. This event occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: "when a flush is placed on the tubing, it is almost as if the tubing is not patent somewhere. 2 rns have ensured that the flush was engaged properly to the end of the tubing and that no clamps were in place that would inhibit flow each time a set of tubing failed. We have had 4 fails with this lot number so far."